Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument had plastic broken at the tip. The procedure was completed with no reported injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Follow-up was performed to request additional information related to the event, but the customer was not able to provide any further details.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. During visual inspection, the fenestrated bipolar forceps instrument was found to have thermal damage at the tip. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument delivered energy on several attempts. The thermal damaged melted tip is typically attributed to mishandling/misuse. No image or video was available for review. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/lot number k10220314 0477) associated with this event has been performed. Per the review, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 10 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the fa findings: the fenestrated bipolar forceps instrument had thermal damage at the tip. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.